Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016.

Event description:
It was reported there was a suspected infection. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. The device was removed and connected to a pace/sense lead for temporary pacing and while pacing spikes were observed there was failure to capture. The lead was removed and reinserted into the header and pacing was appropriate. It was suspected that the setscrew was in too far when attempting to insert the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.